Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 3 and 4 failed to open. A field service engineer (fse) initially replaced the microswitches, but the issue persisted and then replaced both wiring harnesses and latches, cleaned all microswitches, applied black grease, added stabilizers to the harnesses, and tightened all harness connections. The customer was able to recover successfully. The fse had the customer log in and inventory medications in tower doors 3 and 4, and the customer confirmed that the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 and 4 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.